Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported patient underwent a scarf osteotomy on (B)(6) 2013. During the procedure, two frs screws fractured in the patient. Surgeon removed one fractured tip but the second fractured tip remains in the patient. As a result, a 40 minute delay occurred in the procedure.